Manufacturer narrative:
(B)(4). The present report relates to the complaint com-(B)(4) reported by the (B)(6) after a MRI scan performed on (B)(6) 2015. A field visit has been paid by local sales representative on (B)(6) 2015 to investigate this case. The medstream 20ml pump (B)(4) was implanted in 2010 and has already shown a hw11 after MRI scan, on (B)(4) 2011, reported in the complaint (B)(4)-2011. The pump (B)(4) was flowing normally (no alarm, flow conform to the specifications) between the last refill on (B)(6) 2014 and the MRI examination, on (B)(6) 2015. The next pump interrogation was reporting a ¿hardware failure [11]¿. The pump interrogation performed during field visit by means of a hardware technician key gave the following values: read status: 60 02 14 21 b2 0e 40 38 d2, read errors: 00 00 02 10, read sensors: d4 94 04 00 7f 2c 6a 0b a3 0b f2 0a b3 0b a0 0f 49 02 85 03. The values above are consistent with the expected status and sensor measurements. The corresponding temperature measurement is 36.56°c and the fls frequency measurement is 300244 hz which corresponds to 9.01 ml. Those data were discussed during a pib (problem investigation board) meeting regrouping someone from r&d field technical support and someone from r&d. Someone from quality was informed and agreed with the proposed recommendation. Based onto the information provided, the board concluded that the pump errors flags could be cleared and that the physician could resume the medication. The pump errors were successfully cleared using a technician hardware key plugged in the physician¿s cu, a self-test has been forced. The physician restarted the program. The pumps status, error and sensors where checked after the program restarts and seems consistent. A DHR review was performed for the medstream pump 91-4200 sn# (B)(4), (lot# ckgb99), and it was observed that the lot met specifications when released on may 25th, 2009. It has been shown that the pump failure was not related to the pump hardware integrity, but most probably to a possible interference with the MRI examination onto the pump. Corrective action (CAPA-(B)(4)) was implemented to avoid this defect, effectiveness has been demonstrated for pumps manufactured after CAPA implementation ((B)(4) 2010). The pump involved in this complaint was manufactured prior the implementation of the CAPA. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
(B)(4). On (B)(6) a MRI 3 tesla was performed: after interrogation the pump showed "hardware failure 11". Three years ago the same patient had a hardware failure 11 after a MRI. All the medstream technical support has been followed and the problem was solved. Repository number:(B)(4).